Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient passed away. Approximately one month later, the patient's wife called boston scientific and alleged that the device did not keep him alive for ten years, like she believed it was supposed to do. She discussed that the patient had several heart attacks the day before he died, and was taken to the primary care clinic, where he reportedly started throwing up blood and then suffered a massive heart attack. The patient's wife has not discussed her concerns with the attending or following physician, and available information suggests that the device was buried with the patient.

Manufacturer narrative:
The boston scientific technical services department discussed how the ICD was designed to work, and advised that an interrogation of the device would have shown if therapy was delivered at the time of death. Technical services encouraged the patient's wife to speak with the attending or following physician about her concerns. Additional information received from the local boston scientific field representative indicates that there was no request for a post-mortem interrogation. Additionally, it is unknown if an autopsy was performed. There are no known concerns of device malfunction from the following clinic or physician. This event will be updated if any additional information becomes available.